Event description:
Pt admitted to hosp for removal and replacement of bilateral breast implants secondary to right breast implant deflation. Original pre-filled saline textured breast implants were placed in 1999. Pt has requested that implants be sent to MFR (pip).